Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of effect. There was no accident or incident related to the onset of this event. The pt was at home. Add'l info was requested.